Event description:
It was reported that inappropriate antitachycardia pacing due to incorrect interpretation of atrial fibrillation, inappropriate mode switch, and post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.